Manufacturer narrative:
(B)(4), 2009. This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.

Event description:
After 2 years of implantation, the device involved in this MDR report could not be interrogated during the routine follow up; however, pacing pulses were observed on the surface ECG. Nevertheless, the device will be explanted.